Event description:
It was reported that the patient presented post-implant for a follow up check. Upon review, the device was noted to have dislodged and migrated to the patient's right thigh. The device was successfully retrieved and replaced. There were no patient consequences.